Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received patient factors and progression of disease likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm transcatheter valve was implanted inside a disabled 23mm aortic valve in the aortic position via valve-in-valve procedure. The reason for valve-in-valve intervention is failing valve due to severe aortic stenosis. The implant duration of the failing 23mm valve at the time of the valve-in-valve procedure was sixteen (16) years, nine (9) months, fifteen (15) days. Both devices remain implanted. Patient outcome was reported to be good.